Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) met with the patient (pt) on (B)(6) 2025 for reprogramming. The pt was getting excellent coverage. Per the rep's personal protocol, they ran an impedance check and found all contacts were red for contacts 0-7. The rep put the programming on the other lead (8-15 contacts) and the pt was getting adequate relief on single lead programming. Surgical intervention is not planned at this time. The rep discussed with the pt, but there was nothing that has contributed to this lead impedance issue that could be identified as a contributing factor. No symptoms reported.